Manufacturer narrative:
Device has not been returned for evaluation. (B) (4).

Event description:
During surgery, the implant stayed in the patient, but the suture broke. The implants were all left in the body, each failure occurred at the point the surgeon pulled to tighten the knot prior to putting the pusher cutter in the knee. This was an experienced surgeon who successfully put 6 fast-fix in the same person. The failure occurred right at the to, when pulled, the suture broke a the to and left them both in knee for each of the 3 failures. Back up devices were on hand.